Event description:
The customer reported when placing a patient on or taking a patient off the couch, the couch would sometimes move horizontally. The philips field service engineer (fse) confirmed that there was no harm to the patient or operator or bystander due to this malfunction. The fse determined that the service latch (that secures the table's subframe) was loose, allowing the subframe to move. The fse was able to tighten and secure the service latch.

Manufacturer narrative:
Pr#: (B)(4). We will file a f/u MDR at the completion of the investigation. Internal cross reference: complaint pr# (B)(4). Initial MDR mailed on march 28, 2014.